Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be 21-jul-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the device and the reported phenomenon was duplicated. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Based upon the investigation result that the reported phenomenon was attributed to the failure of the video processing circuit board. The exact cause of the failure of the board could not be conclusively determined. However, there was the possibility that the failure of the board was attributed to the load due to static electricity.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during installation together with olympus field staff the image was not displayed on the subject device. There was no report of patient injury associated with the event.